Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the iesu due to failure to deliver energy issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed, failure analysis did not replicate or confirm the reported issue. The unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. A vessel sealer instrument was installed onto the unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. The unit worked as expected without any issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer had issues with the synchroseal instrument. It was noted that the surgeon reported the instrument's cautery was low and intermittently not working. The customer changed out the instrument twice with no change. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the logs and found error 25913 indicating an electrode shorting in the e100 generator. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure and ports were placed on the patient. The system was checked upon powering on the system, and all indicators showed proper function. No errors popped up when the system initially powered on. Isi tse was contacted for troubleshooting; however, it was unaware if full troubleshooting was completed. The e-100 was powered off and on, and a new instrument was obtained to resolve the reported issue. The procedure was completed robotically. There was no injury to the patient.